Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 was failed and device was not detected on bus. A field service engineer found that the row board b was missing from the map, even though no failures were reported and entered test mode and popped all cubies to check row board connections and look for debris. All cubies ejected successfully and found a pill container wedged between rows a and b near the row board connection, which may have caused intermittent connection interference. All debris was removed. After rebooting the unit, the row board reappeared. Removed the back cover, inspected all connections, and reseated them. The drawer already had the newer style controller installed. A few additional pills that had fallen down the back of the unit were removed with the escort¿s help to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.2 failed and not detected on bus. User tried to recover but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.